Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the doctor found the ars (syringe) leaking during patient use.

Manufacturer narrative:
(B)(4). New information received indicates that this was not a reportable event, thus, the initial MDR submitted on 12/03/2019 was submitted in error.

Event description:
The customer reports that the doctor found the ars (syringe) leaking during patient use.